Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 was leaking. No patient involvement, as event occurred during testing.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-390. The complaint of leaking was confirmed upon testing. This was isolated to the corroded drain fitting, cracked tank cover and leaking main block. Action was taken to replace the tank and main block. This was isolated to customer care.

Event description:
Investigation completed and summary in h 10.